Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor had a broken cannula inside package. No additional event or patient information is available. No product was provided for evaluation. The reported event of a broken cannula could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the cannula is detached from the applicator body and stuck inside the housing puck. The reported event of a broken cannula was confirmed. A root cause could not be determined.